Manufacturer narrative:
A correction was made to h6 health effect-clinical codes.

Manufacturer narrative:
The patient was enrolled in the insight study and had thirty (30) millimeter abdominal aortic aneurysm (aaa) incraft aortic bifurcate stent graft and two (2) limb extensions implanted during the study index procedure. Additional information received from the insight study indicated that approximately six months after the study index procedure, the patient experienced a thrombus of the right graft limb that caused an embolism of the anterior popliteal. The severity of the event was severe and was a serious adverse event (sae). The relationship of the event to the device and index procedure was highly probable. Additional information received indicated that event led to a serious deterioration in the health of the subject that resulted in hospitalization or prolongation of existing hospitalization. The event results in a medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The event was not considered a major adverse event (mae). Action taken was observation, revascularization, other surgical intervention, and medication therapy. No specific details of treatment were provided. The information received indicates that 2061 days after the study index procedure, the patient developed asymptomatic thrombosis of the left iliac limb due to occlusion of the left prosthesis limb found in CT scan. The severity of the event was mild and was a serious adverse event (sae). The relationship of the event to the device and index procedure was highly probable. Per the information provided in the database, no action was taken by the physician. The physician will assess the need for intervention at the next visit. The product was not returned for analysis. A product history record (phr) review of lot 17119544 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿vascular stent thrombosis¿ could not be confirmed as the device was not returned for analysis. Nor were images provided for review. The exact cause could not be determined. Previous stent occlusion, revealing a possible susceptibility to thrombogenic events, may have contributed to the reported event. According to the safety information in the instructions for use ¿potential adverse events and potential device risks include, but are not limited to: arterial or venous thrombosis. It is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. Neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the patient was enrolled in the insight study and had thirty (30) millimeter abdominal aortic aneurysm (aaa) incraft aortic bifurcate stent graft and two (2) limb extensions implanted during the study index procedure. Additional information received from the insight study indicated that approximately six months after the study index procedure, the patient experienced a thrombus of the right graft limb that caused an embolism of the anterior popliteal. The severity of the event was severe and was a serious adverse event (sae). The relationship of the event to the device and index procedure was highly probable. 7/25/16 (rd) addendum: additional information received indicated that event led to a serious deterioration in the health of the subject that resulted in hospitalization or prolongation of existing hospitalization. The event results in a medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The event was not considered a major adverse event (mae). Action taken was observation, revascularization, other surgical intervention, and medication therapy. No specific details of treatment were provided. 20-jul-2021 addendum: the information received indicates that 2061 days after the study index procedure, the patient developed asymptomatic thrombosis of the left iliac limb due to occlusion of the left prosthesis limb found in CT scan. The severity of the event was mild and was a serious adverse event (sae). The relationship of the event to the device and index procedure was highly probable. Per the information provided in the database, no action was taken by the physician. The physician will assess the need for intervention at the next visit.